Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. The patient presented for their 45 day follow up appointment on (B)(6) 2021. During the follow up appointment, the physician noted from the transesophageal echocardiogram (tee) that the closure device shifted on its side and was not meeting release criteria. It was suspected that a portion of the laa was not covered by any of the closure device's fabric. A specific measurement of uncovered laa area is unknown. No patient complications as a result of this shift were noted and the patient remained on their oral anticoagulants after this event. No intervention was taken at this time to resolve the shift in the closure device.